Event description:
It was reported that the device has been delivered beginning of the year. Now the "maintenance required" alarm pops up. The maintenance sticker says due date is 10/2020. It is unknown if there was a patient involved.